Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and onsite and confirmed the reported malfunction. After reviewing the log file, fse found the reported malfunction which cause for drive bay. Upon troubleshooting, fse checked drive lights on suite pc x-ray pc, and flex vision pc and found for suit pc lights were off. To resolve the problem, fse re seated all hard drives in the pcs and rebooting the suite pc, and there is an issue with the drive bay. To resolve the issue, the fse bypassed the suite pc drive bay and connected the hard drive directly to the motherboard. After bypassing the suite pc disk bay, the system was returned to use in good working order. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. To resolve the issue on june 04, 2024, philips has initiated a medical device correction z-1151-2024. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system did not boot up. It froze at the philips logo screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.